Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer with serial number (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. A review of calibration and quality control data confirmed that all results were within expected ranges. Known reasons for simultaneous reactivity of hbsag and anti-hbs include transient marker presence during the healing phase of acute hepatitis b, double or reinfection with different hbv serotypes, infection with an escape mutant, or recent hepatitis b vaccination. These phenomena are documented in the scientific literature. The investigation concluded that the assay was functioning as intended. For diagnostic purposes, it is recommended that results be interpreted in conjunction with the patient¿s medical history, clinical examination, and other findings.

Event description:
The initial reporter alleged reactive results for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. Initial testing on (B)(6) 2023 yielded the following results: elecsys hbsag ii at 16.6 coi (reactive), elecsys ahbs at 13.9 iu/l (reactive), and elecsys ahav at 0.966 coi. Repeat testing on the same day produced the following results: elecsys hbsag ii at 22.6 coi (reactive), elecsys ahbc at 1.89 coi (non-reactive), and elecsys ahbs at 13.5 iu/l (reactive). On (B)(6) 2023, further repeat testing yielded elecsys hbsag ii at 17.7 coi (reactive), elecsys hbsag ac (autoconfirm) at 2.28% (reactive), elecsys hbsag ii at 16.2 coi, elecsys hbeag at 0.123 coi (non-reactive), and elecsys ahbe at 1.42 coi (non-reactive). All initial and repeat tests were performed using the same sample tube across different cobas e 801 analytical unit lines. The laboratory operates four separate cobas e 801 lines.